Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed 08-apr-2019 with the following findings: on examination, the keypad cover was intact and without damage. On investigation, the keypad buttons demonstrated normal response. There was no evidence of contamination under the button contacts. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Leak testing confirmed moisture ingress into the battery compartment at the site of the crack. There was no moisture in the pump¿s interior compartment.